Manufacturer narrative:
Updated fields - b4,d9,g3,g6,h2,h3,h4,h6(type of investigation,investigation findings,investigation conclusions),h10. A getinge field service engineer (fse) notice the safety disk was disconnected, issue was resolved after connecting the safety disk correctly. Completed pm with full calibration, functional testing and safety check to factory specifications. Returned to the customer and cleared for customer use. Complete pm, and safety test.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had safety disk fill errors. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use the cs300 intra-aortic balloon pump (iabp) had safety disk fill errors. There was no patient involvement.